Event description:
Customer reported the system intermittently displays a communications error or collimator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cmos battery and adjusted the power supply. System operates as intended. This MDR is related to ge healthcare.